Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 383 mg/dl. Prior to calling tandem technical support, the customer reverted to manual injections for insulin therapy. During troubleshooting with tandem technical support, the pump supplies were changed to address the issue and insulin delivery was resumed.